Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: there was no complaint to the functionality of the device, only that the patient developed a stricture.

Event description:
It was reported that six weeks post-op to a sigmoid colectomy the patient presented with a stricture. The patient was dilated, and a stint was implanted. Eventually the patient rectally passed the stint and is doing fine.

Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: there was no complaint to the functionality of the device, only that the patient developed a stricture.

Event description:
It was reported that six weeks post-op to a sigmoid colectomy the patient presented with a stricture. The patient was dilated, and a stint was implanted. Eventually the patient rectally passed the stint and is doing fine.